Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump dispensed all the insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the pump black box showed that lose of cartridge detection had occurred which was duplicated during testing. During testing the pump load step failed to detect the filled cartridge and dispense ¼ of the cartridge before stopping. A force sensor calibration test was completed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the contrast button was found to be intermittently responding; the contrast button has no effect on insulin delivery function. The keypad was removed and contamination was found under the contrast button contact.